Event description:
Allegedly, eprd reported 2 new complications for evolution® tibial tray including monobloc re- revision (1 loosening and 1 unknown). No further information was reported. This incident is capturing 1 unknown.